Manufacturer narrative:
This event is confirmed as a use related error. The labeled expiration date on the product is 08/28/2018 and as reported was implanted on (B)(6) 2018. A review of our records shows that multiple product from lot number hubv0407 were provided to the user facility between 03/30/2018 and 05/18/2018, which was prior to the labeled expiration of 08/28/2018. This complaint is confirmed for use related. A review of the manufacturing records shows that the product expiration date ¿08/2018¿ on all printed labels is the correct in accordance to the procedure and all other applicable manufacturing procedures. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that the surgeon requested a specific size ventralight st w/ echo 2.0 ps for a hernia repair procedure on (B)(6) 2018. There was only one mesh of that size on the shelf. When the package was brought into the operating room, the staff noted the device was 3 days past its expiration. The labeled expiration was noted to be 08/28/2018. The surgeon was made aware, however, still implanted the mesh into the patient. There were no complications, malfunctions or adverse outcome for the patient.